Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely after triggering the elective replacement indicator (eri), and backup vvi mode on the implantable cardioverter defibrillator. It was believed that the eri was normal. The device was replaced on (B)(6) 2018. The patient was stable during, and after the procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was not confirmed. Interrogation of the device revealed the device was at the elective replacement indicator when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The cause of the field event remains undetermined.during analysis, a failure event was observed which was unrelated to the reported event. Final analysis found a firmware anomaly.